Event description:
It was reported that the patient had a fever and had developed an infection around the implantable pulse generator (ipg) pocket site. Blood cultures were performed which confirmed the infection. The patient was hospitalized and had their spinal cord stimulation (scs) system explanted. The patient was administered antibiotics, has fully recovered and remains in the hospital. The devices were retained by the facility and were not returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(4). Batch: 19541343. Product family: scs-linear leads. Upn: m365sc2316700 . Model: sc-2316-70. Serial: (B)(4). Batch: 19541343. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(4). Batch: 20441565. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(4). Batch: 19873344. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 20714119.